Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B )(4) and progiii lot 22 and 23 from (B)(6) 2018 through aware date (B)(6) 2019. There were no similar complaints found during the searched period. The aia-pack prog analyte application manual (aam) states the following: storage and stability st aia-pack prog test cups may be stored for up to 24 hours at a room temperature of 18° - 25° c. Calibrators must be kept tightly sealed and refrigerated at 2° - 8° c. After opening, calibrators should be used within 24 hours. After opening, sample diluting solution is stable for up to 90 days refrigerated at 2° - 8° c. Reconstituted substrate solution is stable for 3 days at 18-25°c or 30 days at 2-8°c. Working diluent and wash solutions are stable for 30 days at room temperature (18° - 25° c). Reagents should not be used if they appear cloudy or discolored. Calibration: calibration curve; the calibrators for use with the st aia-pack prog are prepared gravimetrically and are compared to internal reference standards. The calibration curve for the st aia-pack prog is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. The sample calibration curve below shows the algorithm used to calculate the results. This is an example only. Actual results will vary depending on the instrument type and lot number used. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strictest regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog, the highest concentration of progesterone measurable without dilution is approximately 40 ng/ml, and the lowest measurable concentration is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the discrepant results was due to customer's management of calibrator and controls.

Event description:
A distributor reported that a customer was getting discrepant progesterone patient results that did not correlate the patients' clinical history on the aia-2000st instrument. The distributor reported that the patient results were still in the reportable range. The customer reported to the distributor that progesterone results for quality control levels 1, 2, and 3 on the levy jennings charts and patient results were elevated. The customer recalibrated three times and compared calibration curves. The result of calibration b point 2 was slightly more elevated than point 2 results of calibration a and c. The curve also revealed that point 2 for calibration a was 0.464 ng/ml which was similar to point 2 result of calibration b which was 0.492 ng/ml. The customer further reported that a patient's result was 9.6 ng/ml and was reported, but there were no changes in the patient's treatment plan. The elevated patient result occurred during the time of calibration b result elevations. The distributor reported that the customer reconstitutes their quality controls and prepares aliquots then keeps them in refrigeration, which may not well conserve the aliquots. The customer recalibrated the instrument using mac and biorad quality controls level 1, 2, and 3 and found that the calibration c results were closer to the mean on the levey jennings chart than the calibration a and b results. The customer was advised to recalculate patient samples from the previous 15 days using calibration c curve results. The distributor stated that it was likely the elevation of results could be due to the customer's process for reconstituting or storing calibrators and quality controls. There was no indication of patient intervention or adverse health consequences due to the discrepant progesterone (progiii) results.